Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a discrepancy between sensor glucose and blood glucose value. The event involved product mmt-7040c1. Troubleshooting was performed and found that the insulin delivery was not suspended due to the sensor glucose value. The customer reported a blood glucose value of 12 mg/dl and sensor glucose value was 3 mg/dl. The discrepancy between sensor glucose and blood glucose was greater than 30%. No further patient complications were reported. No product return is required for mmt-7040c1.

Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.